Event description:
Customer reported: "screen pixels out, ua-18". No adverse event reported.

Manufacturer narrative:
Reported complaint of "screen pixels out, ua-18" (max take-up resolutions exceeded) was not verified. The autopulse resuscitation system was tested using a test manikin, the system worked as expected and passed final test. No adverse event reported.